Event description:
The physician in this case reported an impedance increase on svc coil. A new ICD system was implanted.

Manufacturer narrative:
Date (B)(4)2 013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.